Event description:
Right-knee revision. Pt. Presented with indicators of "subsided" tritanium baseplate, following a mako-tka. Dr. Suspected a minor fracture of the tibia beneath the baseplate. He removed the tritanium baseplate and revised to a cemented universal baseplate with bilateral augments. Femur component was left in-situ. The knee "felt balanced, clinically" and he went back to a cs-insert. No complaints filed against the components themselves, no further info. Available.

Manufacturer narrative:
Reported event: an event regarding malposition & periprosthetic fracture involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: product history review records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.